Event description:
It was reported the rate ppm (pulses per minute) min-1 was not working properly and could not be adjusted. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. Device passed visual, electrical and mechanical inspection with no anomalies found. (B)(4).

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.